Manufacturer narrative:
(B)(4).

Event description:
Update (B)(4) 2017: pfs and medical records received. In addition to what was previously alleged, pfs also alleges difficulty walking, limited mobility, osteolysis and fatigue. After review of medical records for MDR reportability, it was reported that the patient was revised to address pain. Revision notes reported a small amount of corrosion at the trunnion, a small area of osteolysis in the greater trochanter, and no acute inflammation. Laboratory values for cobalt and chromium are above 7ppb. Updated product and lot information. This complaint was updated on: (B)(4) 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Jul 18, 2017: litigation received. Litigation alleges pain, discomfort and severe metallosis.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records for MDR reportability, clinic visit reported fatigue, muscle cramps, stiffness, numbness and elevated chromium and cobalt levels